Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported of led anomaly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.